Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a two-fluted drill bit 2.5 broke during surgery.

Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event review: it is reported that the drill bit fractured during surgery. The fractured tip was taken out from the wound. Visual examination: the drill bit is broken. The broken piece was not returned for investigation. The fracture indicates an overload fracture. Review of internal documents inspection plan was reviewed: the characteristic feature "werkbescheinigung 2.1 nach en10204 für alle verwendeten materialien und aau's" were100% checked for visual examination. The surgical technique ncb distal femur system surgical technique, the surgical technique ncb proximal tibia system surgical technique contains information about the use of the drill bit. Possible causes for the reported event according to dfmea and comparison to investigation results whether it is possible and justification: drilling bit fractured: due to inadequate design for intended performance. Not possible: as according to the complaint summary an adverse trend due to inadequate design would have been detected. Due to mechanical properties of material insufficient. Not possible: as the material compatibility specification certify the suitability of the material. Due to excessive deterioration of instruments during long term use. Possible: as it is not possible to determine the term of use. Due to general corrosion (crevice, pitting, galvanic). Not possible: as the product does not show traces of corrosion. Due to corrosion due to raw material combinations. Not possible: as the product does not show traces of corrosion. Due to material not biocompatible. Not possible: as according to the biocompatibility specification, the material of the instrument is biocompatible due to impaction /torque force on instrument during operation. Possible: as no information about the procedure followed was provided. Due to surgeon or operating room staff unfamiliar with implantation technique. Possible: as no information about the familiarity of the surgeon/op staff was provided. Due to damage of instrument through incorrect use. Possible: as no information about the procedure followed was provided. Due to off-label use. Possible: as no information about the procedure followed was provided. Due to wrong handling. Possible: as no information about the procedure followed was provided. Due to deterioration of cutting edges. Possible: as only one part of the drill bit was returned for investigation and no information on the other part available. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).